Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 105mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer also mentioned that the device was stuck on the prime loop. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm as a result of a loose drive support disk.